Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. A new display arm has been replaced and the unit was returned to service.

Event description:
The hospital reported that the display arm is broken. There was no report of patient involvement.